Event description:
Initiated massive transfusion using belmont rapid infuser ri-2 to a trauma patient. Noted blood leaking out of side of the rapid infuser machine and when the door of rapid infuser was opened, blood was seen to be leaking at a connection near the circle. It was noted that the tubing was correctly loaded. Obtained second set of tubing which was loaded into a different belmont rapid infuser machine and primed tubing with saline. When starting to infuse blood, team member noted saline to be leaking from side of rapid infuser machine again. Tubing was observed to be leaking at the same place near a connection by the circle as the first set of tubing. Unfortunately team member was unable to get the packaging for the tubing as housekeeping was very efficient and had taken the garbage with the tubing package away already. Lot number of tubing in same cabinet is 2021-0308. Thankfully patient was stable as this time and did delay care for approximately 10 minutes as patient did not receive blood during the time of priming tubing and finally needing to use a regular blood tubing with a pressure bag. One of the two disposable tubing was saved and we have contacted a representative of the company to pick up the tubing at our facility. Photos were taken and emailed to the company representative.